Event description:
Caller reported mobile system blood glucose results of 149 mg/dl and 78 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device returned in a condition which made analysis impossible. The user returned an empty test cassette.